Manufacturer narrative:
Date rec'd by MFR: 15aug2019. The failure investigation laboratory confirmed that the customer reported the ventilator won't enter standby mode. It was determined that the customer returned gas delivery system (gds) was tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/05/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that they cannot enter standby mode. No patient or user harm was reported.